Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 22 of the patient's mouth. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.